Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low results from coaguchek xs meter serial number (B)(4). The customer was off of coumadin and on lovenox for 5 days. She tested by a laboratory using dade innovin reagent at 7:00am prior to knee surgery and the result was 2.3 inr. The hospital said the inr result was too high to do the surgery so it cancelled and the customer was sent home. The customer stated when the person drew the blood for the laboratory test, they took the blood from an IV port and it took three draws to get enough blood into the tube. She stated said normally the tube it is filled to the top with blood and they do one draw from the vein. At home, the customer tested three times on her coaguchek xs meter and the results at 7:30 am, 7:45 am, and 8:18 am were all 1.2 inr. On (B)(6) 2017, the customer was tested in her cardiologist office with a professional roche meter and the result was 1.2 inr. A new sample was drawn for laboratory testing and the result was 1.2 inr. The customer was hoping to get the surgery rescheduled. The meter results were not reported to the customer's doctor and she did not have any treatment for her inr. There was no adverse event. The customer stated she had some bruising on her stomach from lovenox injections and gets normal bruising for being on a blood thinner. She had no symptoms of bleeding. The customer was not anemic, and she had no other illness or diet changes. Therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186865) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
No customer product was received for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages.